Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2008 the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating the plaintiff for stress urinary incontinence". The plaintiff's attorney also reported that on or about (B)(6) 2011 the plaintiff "began to experience urinary tract infections and recurrent incontinence and sought medical attention for said complications". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethra infections, and other injuries", "has experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and has sustained permanent injury", and "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.